Event description:
It was reported that the user was unable to scan the freestyle libre 3 plus sensor through the ilet app, received a dosing stopped alert, and remained in backup therapy with subcutaneous insulin after unsuccessful troubleshooting that included manual bg entry, sensor start attempts, app rescans, and phone restart; a new sensor was started and the user was transferred to the sensor manufacturer for replacement. Symptoms included hyperglycemia. Outcomes included serious illness/impairment and the need for unexpected medication intervention. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet system, identified a usage problem related to improper or incorrect procedure, and noted that a specific device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.